Event description:
Pt scheduled for pdt (photo dynamic therapy) using laser, for esophageal cancer treatment. Laser device is new, not used before, was checked the evening prior to this procedure and check was performed without problems. Day of procedure, pt was anesthetized and esophageal scope placed, biopsies done, when attempted to use the laser, the device would not work. Procedure was aborted and pt admitted for procedure the next day. Sales rep called in, new laser brought and the procedure went well.